Manufacturer narrative:
Analysis of the lead found the distal end was bent, new out of the box.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ins_stimulator, implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A friend or family member of the patient reported that the patient was implanted with dbs on (B)(6) 2016. During implant surgery the healthcare provider (hcp) unpacked the lead but found that the two targets at the head end of the electrode were bent. As a result, the "electrode" could not be implanted. The faulty lead was replaced with a new one in order to complete the surgery. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.